Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive when trying to unlock the screen. The customer¿s blood glucose (bg) level was not impacted. During troubleshooting with tandem technical support (cts) the touchscreen was functioning as intended. Cts advised the customer that the pump's performance should be monitored.